Event description:
It was reported to boston scientific corporation that there was no patient or procedure involved. The complainant reported that the lot numbers were not mismatched; rather, the last digit of the upn of the inner packaging did not match the corresponding digit of the outer box. Reportedly, the upn on the inner packaging is (B)(4), while the upn of the outer box is (B)(4).

Manufacturer narrative:
A last digit of "0" indicates a single unit and a last digit of "1" or "2" indicates a box of more than one unit. The single units can be packaged in boxes containing more than one unit; therefore, a difference in the last digit of the upns is not an error.

Event description:
It was reported to boston scientific coporation that a capio standard suture capturing device was unpacked. According to the complainant, the lot number of the inner packaging did not match the lot number of the outer packaging. It is unknown whether a specific patient or procedure was involved. Attempts to obtain additional information have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted.